Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that everything was working fine now. No further complications were reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins would not charge past 40 percent. The patient stated they sat with the recharger on the ins for 3 hours and the ins would not progress. The patient said the recharge quality was excellent charging. The patient stated they tried charging again last night and still the ins battery would not go past 40 percent. The patient did not have their recharger or controller with them so no troubleshooting could be performed; the patient said they would call back. No symptoms were reported. No further complications were reported/anticipated.